Event description:
After having the essure device placed, I started having severe headaches. Other symptoms were dizziness, visual disturbances to where I was seeing black spots, feeling faint and a foggy head. Then I started having weakness and having trouble remembering what I had done. I currently have an 11 month old and fixed a bottle twice. I went and had some tests done and reports showed that ai only had 2% of my short term memory left. I have also had heavy metal tests done that revealed low levels of arsenic in my blood as well as low potassium levels and vitamin b12 levels were so low that I am now taking shots to get my level back up. I was never told that the device had nickel in the device and I have never been able to wear nickel earrings due to an allergy to it. I have also had abdominal cramping, heavy bleeding for weeks after it was placed. Also, I have had low grade fevers ever since I have had this device placed inside of me. I have had a psychoanalysis test performed along with MRI's, cat scans and eeg testing. The psychoanalysis that was performed also showed that my thinking level is at a sixth to eighth grade level. I am currently a nurse and unable to work at this time. I was always an a/b student and made the dean's list in school. The analysis revealed that I had toxic encephalopathy which could possibly be coming from a foreign object in my body. My ob-gyn told me that these symptoms could not be coming from the essure product, but I was a completely healthy normal person prior to its placement. I have read other's stories that have had this device placed and have numerous symptoms as they did.